Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a large fried meal and an insulin supply depletion, after which the user performed a supply change and later reported an insulin occlusion alert on the device. Symptoms included hyperglycemia with a cgm reading of 363 mg/dl. Outcomes included troubleshooting instructions to monitor glucose and to call back if levels remained high, and user education to follow training guidance during the initial pump learning period. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed an insulin occlusion was reported, while the specific root cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.